Event description:
The hcp reported the pt came in for an early refill. The residual volume was 5 ml and there was no volume discrepancy. Thirty minutes after the refill, the pt presented with "severe overdose symptoms requiring them to be in the ICU." The same problem happened one year ago. The pt is reported to be doing okay now.